Event description:
The customer reported that there was no audio as expected.

Manufacturer narrative:
The customer reported that there was no audio and he needed a part number for the front bezel of the monitor. Because the customer has not responded to repeated inquiries, philips has not determined if there was a loss of alarm audio function. Therefore, the possibility of health risk cannot be determined. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (6)(4).